Manufacturer narrative:
A sample forceps was received in opened original packaging including the cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample showed surgery residuals. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to be verified. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conforming when leaving the production. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during ophthalmic procedure the forceps became unable to open or close. The procedure was completed with no harm to the patient.